Event description:
The manufacturer received information alleging a ventilator was not passing oxygen calibration and showing alarm fio2 low. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's oxygen sensor needs to be replaced to address the issues.